Manufacturer narrative:
The complaint was investigated without specific lot information or the affected device. A device evaluation was not performed, as the affected device was discarded and not available for return. A historical data review was conducted returning no complaints, capas, or nonconformities related to the nature of this complaint within the last 12 months. A device history record review was performed on the potentially affected lots, returning no additional nonconformities present within the lots. At the time of release, the lots were within specifications and met all release requirements. Per the complainant, the affected device fractured after drilling into the previously implanted hardware. The biocompatibility evaluation test report was reviewed and demonstrated that the device's material is biocompatible and met all criteria. With the current information at hand, the root cause of the failure cannot be traced to the device and can be traced to user error.

Event description:
From complainant: from staff: patient with prior ankle fracture and subsequent surgery to remove hardware with retained broken implants left in place who presented with a new fracture of the same ankle. During surgery ( (B)(6) 2024) the drill bit broke after coming in contact with other hardware. It was buried in the bone, and surgeon made the decision that the risk of removing it outweighed the risk of leaving it in place. Retained broken hardware from the prior surgeries was also left in place and this had been discussed with the patient before surgery. Both the patient and her family have been notified and agree with this decision. From operative report: of note the dural-based did break while placement of the screws due to hardware in the distal tibia.